Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering as well as insulin pump was not working and experienced a high blood glucose of 349 mg/dl. Customer also experienced low blood glucose. Customer was treated with insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.